Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room and then hospitalized due to the low blood glucose on march 4th to the (B)(6) with blood glucose of 2.6 mmol/l. The customer was treated with drip and juice. The customer was using the insulin pump within 48 hours of the reported low blood glucose. The customer reported that the drive support cap was normal. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, a partially broken off reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).